Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power control board was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.